Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number and failure mode labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. Investigation summary: the sample was not returned for evaluation. One x-ray image was provided and reviewed. Based on the image review, contrast extravasation was demonstrated from the catheter. Therefore, the investigation is confirmed for the reported catheter leak. The root cause could not be determined based upon available information. It is unknown whether patient and/or procedural issues contributed to the reported event. Potential contributing factors include flexural fatigue, pinch-off and over-pressurization of the catheter.

Event description:
It was reported that the device was attempted to be flushed with saline; however, a scan allegedly demonstrated rupture of the catheter resulting in dissemination (leak) of the device. It was further reported that there was no passage of chemotherapy treatment through the device. There was no reported patient injury.

Manufacturer narrative:
No medical records have been made available to the manufacturer; however, medical images were provided. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported that the device was attempted to be flushed with saline; however, a scan allegedly demonstrated rupture of the catheter resulting in dissemination (leak) of the device. It was further reported that there was no passage of chemotherapy treatment through the device. There was no reported patient injury.